Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 health effect - clinical code - 4581 appropriate term / code not available h6 health effect - clinical code - e0629 palpitations

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient reported being hospitalized due to hyperglycemia symptoms that consisted of dizziness and cardiac issues after receiving high glucose alerts from the cgm. The patient stated that he was hospitalized for more than 24 hours and received IV fluids during his hospital stay. The patient expressed concerns regarding cgm accuracy, reporting a cgm reading of 239 mg/dl compared with an fsbg reading of 202 mg/dl. No additional glucose values or specific hospitalization dates were provided. The patient stated that he believed the dexcom readings were inaccurate because the cgm value was higher than the fsbg result. No product was provided for investigation. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. The reported glucose values fall within the a zone of the parkes error grid. No additional patient or event information is available.